Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent button alarms occurred. Reportedly, the contact believes the t:clip could be causing the button alarms. A new case was sent to the user. The user's blood glucose (bg) level was approximately 400 mg/dl and the user addressed bg level with a bolus.